Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized. The cause for the hospitalization was not provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.